Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual examination revealed the helix was retracted and clogged with blood/tissue. X-ray examination revealed the inner coil in the connector region was damaged/over-torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension was within specification. The cause of the reported events was isolated to the damaged/over-torqued inner coil in the connector region and the helix/inner coil being clogged with blood/tissue.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the helix was unable to be extended on the right ventricular (rv) lead. When the lead was repositioned, the stylet was unable to be inserted into the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.